Event description:
During a procedure at c6-c7, the surgeon was using the synapse locking cap driver to place the locking cap onto a screw head and the driver slipped off and hit the spinal cord. The surgeon completed the procedure w/o further incident. Immediately after completion of the procedure a neuro exam conducted on the pt indicated the pt was fine with no adverse effect from the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.